Event description:
Event description guidant received information that this pacemaker was explanted after five years of implant time. Premature battery depletion was suspected as the device outputs had never been reprogrammed since implantation. A new device was implanted without incident.